Event description:
It was reported that the right atrial and ventricular epicardial leads have chronic low impedance and oversensing has also been observed. The leads both remain in use. No patient complications have been reported as a result of this event.

Event description:
Additional information was received and reported the leads were capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implanted: (B)(6) 2014. (B)(4).